Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized for a month starting on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 1100 mg/dl. The customer reported that prior to hospitalization, she had her spleen removed. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated intravenous and with a eripherally inserted central catheter. The customer also mentioend issues with no delivery alarms.